Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the isi core and the auxiliary video board (avp) to resolve the issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The isi core and avp were analyzed and the complaint was confirmed by failure analysis. The units were found to have electronic and fiberoptic defects leading to error 307. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure of the isi core controller board printed circuit assembly.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that non-recoverable 307 faults occurred. The customer power cycled and did a hard reboot to the system but that did not clear the error. The procedure was aborted with no reports of patient injury.